Manufacturer narrative:
(B)(6).

Event description:
A hemodialysis facility initially reported the following incident: pinholes in the bloodline. Noticed while the pt was receiving their hemodialysis treatment. The pinhole was noted near the arterial header portion of the bloodlinde. In speaking with the facility, it was learned that the event was detected during hemodialysis. The treatment was discontinued and the arterial line was replaced. The estimated loss of blood from the event was 5 ml along with approximately the 150 ml contained in the arterial bloodline. The treatment was resumed once the line was replaced. The pt was administered a dose of antibiotics as a precautionary measure. The pt was discharged to home without further incident. The sample is not available for an eval.